Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the titanium adapter. This event occurred during use with patient involvement. The titanium adapter is still in use. The transfer set had been used for three months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information device available for evaluation?, device evaluated by MFR/, evaluation codes. The actual sample was received and evaluation was conducted for the reported event of disconnection. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with the uv disconnect cap received with the sample; there were no issues noted. The integrity of the seal surface was tested with no problems noted. The reported event was not verified during evaluation. The device was determined to meet product specifications related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.